Event description:
It was reported by the patient that the cardiac resynchronization therapy pacemaker (crt-p) wasn¿t going to last as long as indicated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.